Event description:
It was reported that during a visceral surgery, the device would cut but only partially staple. Another similar device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Date sent: 07/11/2007. Information anticipated, but unavailable at this time.